Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while attempting to load multiple cartridges. The customer's blood glucose (bg) level was 270 mg/dl. An insulin injection was used to address the bg level and a non-tandem pump was to be used to manage diabetes.